Event description:
Clinical study. It was reported that 575 days after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was 24mm long and was identified in the mid left anterior descending (mid lad) artery with 95% stenosis and a 3.5mm reference vessel diameter. The lesion was treated with predilation, then placement of a 2.75 x 32mm taxus express2 8.8% drug eluting stent. Residual stenosis was 10% following post dilation. Following post dilation, there was a positive plaque shift into a jailed 1st diagonal. Attempts to "jailbreak" the 1st diagonal were abandoned due to difficulty negotiating a wire through the struts and so that "excessive amounts of IV contrast were not utilized." The patient was discharged 2 days later on aspirin and plavix. About 564 days after the initial procedure, the patient fell at the nursing home and a hip x-ray revealed a femoral neck fracture. The patient was transferred to the emergency room for further evaluation. Upon arrival to the emergency room, the patient was found to be in moderate respiratory distress with an oxygen saturation of 84%, rales half way up bilaterally and mottled, bluish skin coloring. A chest x-ray revealed congestive heart failure with bilateral infiltrates "and/or increased fluid and biventricular enlargements." The patient's respiratory status further deteriorated and intubation was discussed with the patient's daughter. The patient did not wish to be intubated, thus she was treated with the initiation of bipap, a nitroglycerin drip, ativan, morphine and lasix. Following discussion with the patient's family, it was decided that the patient would be treated with "nonaggressive interventions" and she was admitted for "comfort care". The next day, the patient was transferred back to the nursing home, at the wishes of her daughter, for comfort care. A morphine drip was initiated. Ten days later, the patient died. The death certificate lists the immediate cause of death as respiratory failure with underlying causes of congestive heart failure and coronary artery disease. "Other significant conditions contributing to death" included advanced alzheimer's type dementia. No autopsy was performed. In the opinion of the physician the relationship of the patient's death to the taxus stent is unk.

Manufacturer narrative:
The stent remains in the patient and the delivery device has ben disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifictions. As no device was received for analysis, it is not possible to determine the root cause of the dificulties experienced with this complaint incident.